Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges insulin delivery inaccurate. Caller reported the pump delivers insulin less than it was set. Customer was reportedly hospitalized with elevated blood glucose level up to 28 mmol/l and was treated with insulin; type unknown. No product will be returned due to custom/legal issues in (B)(6).

Manufacturer narrative:
Should have been reported as a serious injury.